Event description:
Customer reported : "unable to clear ua 29". No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be filed when the device is received and evaluated. No adverse event reported.